Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error causing component was the patient circuit board/high voltage power supply board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the generator displayed an error e433. The issue occurred during a laparoscopic therapeutic surgery that was completed with a similar device. There was a delay of approximately 10 minutes, and the patient was under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.